Manufacturer narrative:
A ge oec service representative investigated the system failure and found cb1 had tripped. This breaker is on the power control board. The breaker was reset, the system was tested and found to be functioning as intended. The system failure occurred prior to patient use and the facility did not provide patient any information.

Event description:
The ge oec 9600 fluoroscopy system would not boot. System is inoperable.